Manufacturer narrative:
The reported events were for inadequate capture thresholds and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of inadequate capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil to be over-torqued at the connector region. After cleaning the helix region of blood/tissue and applying torque directly to the inner coil, the helix was able to extend and retract. The extended helix was measured to be within product specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued inner coil at the connector region which is consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision of the right ventricular lead due to high capture threshold. The lead was explanted and replaced. The patient was in stable condition.